Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-03017. It was reported the patient is experiencing intermittent stimulation and the physician determined the scs system is not functioning properly. An sjm representative was unable to resolve the issue with reprogramming. Subsequently, fluoro and perioperative system troubleshooting will be utilized to determine the extent of the surgical intervention that will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.